Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that put their wife on the line. She mentioned he had a stroke 15 months ago. She said he had a revision and it was done to the right side because the stroke affected the left side. They have been happy with the revision because it helped his symptoms. Patient then went to physical therapy on wednesday and they used a laser heat gun on his back. She said they didn't turn off the device and she thinks they did the therapy right over the stimulator because it was all red afterwards. They did the therapy in the morning and in the afternoon he had a huge leak which he hasn't had for months. When he leaked he didn't even know it was happening. Reviewed with caller the laser guidelines. Told them to confirm with physical therapy what kind of gun they were using. Told her they want to make sure it is not diathermy. [See pe (B)(4) for previously captured issues]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient stated they did end up seeing a different doctor who ended up moving the wire from the left to the right side. Patient states since then they've been doing fine. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.